Event description:
A caller reported that their pump screen was dark and would not turn on. Technical support confirmed there was no adverse impact to the customer's blood glucose level. The technical support instructed the caller to try various troubleshooting steps, including unplugging and replugging the pump and pressing the button, but the pump screen remained unresponsive. As a result, technical support arranged for a replacement pump to be sent to the customer. There was no backup therapy available, so the caller planned to reach out to their healthcare provider. The caller was advised on how to return the problematic pump and informed about the details of the new pump, including software updates and necessary setup steps.